Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy test -10.7%. During testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and nothing was related to the reported issue. Functional testing was performed, and the reported issue was confirmed. The cause was traced to the camshaft and expulsors, which were both replaced to address this issue.